Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record indicates that the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon reported clogging of the fluidics management system during a cataract procedure when performing viscoelastic aspiration. The product was replaced. The procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.

Manufacturer narrative:
The returned fluidics management system was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).